Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site, and upon further investigation the physician could visually see the ipg had migrated. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.